Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the software on the ias computer crashed and reloading the config files folder resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that both pendants shows "system is booting". Rebooting the system did not resolve the issue. There was no patient present when this issue was identified.